Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace instrument tip (tines) was broken. The user completed the procedure using a backup harmonic ace instrument with no further issue. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical (isi) followed up with the initial reporter and obtained the following additional information. The instrument was inspected prior to use with no damage observed. There was no instrument collision, and no fragment fall into the patient. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.